Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, non-sustained ventricular tachycardia episodes, and short interval counts (sic). The lead contains a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated the right ventricular lead integrity alert,and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015 ventricular sensing integrity counts up to 178; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015 rv pacing impedance measured greater than 3000 ohms. A rv lead integrity warning occured on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.